Event description:
It was reported that the implant was not mating with the tibial component. Another articular surface was used to complete the surgery. No additional information is available.

Manufacturer narrative:
(B)(4). G2: norway. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d5; d9; d10; g3; h2; h3; h4; h6; h11. D10: medical product: stemmed tibial component precoat size 6: catalog#00598004702, lot#j7863062. Visual examination of the returned product/ provided pictures show that the dovetails features are compressed. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the root cause of the reported event can be attributed to a failure to follow instructions. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.